Event description:
IV line flushed with normal saline prior to administering rhogam, then again post administration. When the infusing IV fluid was restarted, the tubing began leaking into the bedding and wasn't flowing through the tubing. There wasn't a problem with the IV site or heplock. Because the problem began just after the administration of rhogam, we cannot say with 100% certainty that none of the blood product leaked out as well. Packaging was not saved. Multiple tubing packs in supply area with different lot numbers.